Event description:
Customer reported she was having unexplained high blood glucose before the insulin pump gives an alarm that reservoir was low. Customer reported when customer states she has been having unexplained high and low blood glucose. Customer was working with doctor because she is diagnosed with brittle diabetic. Customer's blood glucose was 113 mg/dl. Alarms and possible causes were explained to the customer. Customer was advised to disconnect at the quick release. Customer was advised to perform a fixed prime, insulin did exit. Customer was unable to remove infusion set. Customer was advised to change entire set. Customer also stated in the morning she normally has blood glucose of 40 to 65 mg/dl. No further info reported.

Manufacturer narrative:
(B)(4). Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.